Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up loss of capture was noted on this right ventricular lead. A lead dislodgement was alleged. This lead was repositioned successfully and remains implanted. No adverse patient effects were reported.